Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon has ruptured. The procedure was completed with another of the same device. No patient complications were reported.